Event description:
Information received indicates the brake will set but will not hold.

Manufacturer narrative:
The technician found the brake was not engaging due to a broken latch. He used a brake/steer upgrade kit to repair the stretcher.